Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of pain, which was caused by an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening or due to the inclusion of the polyethylene in the packaging recall. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Prosthesis wear of the tibial insert could not be confirmed from the images provided. The observed wear on the patella may have been caused by high contact stresses during knee flexion or third body wear, however, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products: truliant tib imp ps insert sz 3.5 9mm (cat# 02-022-35-3509 / serial# (B)(6) - recall z-0023-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial left tka, the 48 y/o female patient complained of pain. The patient had a revision due to loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to recall hospital will not release.